Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. It was noted that the right ventricular (rv) lead dislodged. The rv lead was explanted and replace. No further patient complications have been reported as a result of this event.